Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had system overheating alarm during use on the patient. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields: b5 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they tested the unit, including while blocking the vents in an effort to reproduce the failure. However, the fse was unable to do so. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had system overheating alarm during use on the patient. There was no harm or injury reported.